Event description:
The manufacturer received information alleging a ventilator's pressure was unstable. There was no harm or injury reported.

Manufacturer narrative:
The device has yet to be evaluated by the manufacturer. At this time, a follow-up report will be submitted when the manufacturer's investigation is complete.